Manufacturer narrative:
A distributor engineer was at customer site to address the reported event. The reported issue was resolved by changing the sample syringe seal. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint and service history review for serial number (B)(4) from the date of 02jan2019 through aware date 02feb2020 was performed for similar complaints. There were two other complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 4017 spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The probable cause of the reported event was due to failure of the sample syringe seal.

Event description:
A customer reported to the distributor getting error message 4017 sample clogging detected on the aia-360 instrument. A distributor engineer was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), prolactin (prl), progesterone (prog ii), alpha-fetoprotein (afp), and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.